Manufacturer narrative:
Device evaluated by manufacturer: the device has been received for analysis. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed, 24-28mm in length, target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 8mm x 1.20mm emerge balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 14 atm, the balloon ruptured. The device was removed intact. The procedure was completed using rotational atherectomy with rotablator. No complications were reported and patient's status was good.

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed, 24-28mm in length, target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. A 8mm x 1.20mm emerge balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 14 atm, the balloon ruptured. The device was removed intact. The procedure was completed using rotational atherectomy with rotablator. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).